Event description:
There was sparking coming from the plug on the power cord while in use. The customer reported there was no patient harm, and the ventilator alarmed when appropriate. The respironics service technician confirmed the receptacle and of the power cord was arcing inside the molded plug. The service technician reported the ventilator was alarming as if switching to backup battery. The service technician replaced the power cord to correct the problem. Extended self testing (est) and performance verification testing was performed and the unit passed per specifications.